Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: 17 april 2007. No non-conformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that woud contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the instruments broke during surgery. There was no patient harm reported; all fragmented pieced were removed from the patient. (B)(4).

Manufacturer narrative:
A product investigation was completed: the investigation of hammer guide has shown that the thread of the instrument is indeed broken off due to exceeding applied mechanical force. The whole instrument is in a bad condition a lot of heavy hammer blows are visible on surface. Also the investigation of the inserter has shown that the whole instrument is in a bad condition, heavy hammer blows at the blue handle and on the head. We are not aware of exactly circumstances during the surgery but it is likely that a mechanical overloading situation must have led to the breakage. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the products that would contribute to this complaint condition. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.